Manufacturer narrative:
Unit alarmed motor error during basic occlusion test due to faulty fsr (gold). Unable to perform basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test due to motor error alarm. However, unit passed rewind test and displacement test. Motor passed motor test.

Event description:
The customer reported that insulin pump had a motor error. The blood glucose level was unknown. It was stated that every time he tries to bolus he gets motor error. The customer was able to complete insulin pump rewind. The troubleshooting was performed. Customer reported that the drive support cap appeared normal. The customer was advised that the insulin pump will need to be replaced and discontinue use of the pump. The insulin pump will be returned for analysis.